Manufacturer narrative:
One used cadd-prizm® vip system was returned for investigation. A visual inspection revealed the device to be in good physical condition. A review of the event history log confirmed alarms had occurred. Use testing was performed. The pump displayed "high pressure" and "wrong cassette" alarm messages every time a cassette was latched. Further inspection revealed the pump had fluid ingression. The root cause for the "pressure sensors" issue and alarms was determined to be fluid ingression. The fluid ingression was caused by improper user interface; fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
It was reported that a cadd-prizm® vip system was returned for repair due to "pressure sensors". During investigation, it was found that the pump had alarmed. No injury was reported.